Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 4.0x12 xience v, xience xpedition (3.0x15, 2.75x15); aspirin, clopidogrel. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 the 4.0x12 xience v stent was implanted in the left main coronary artery, the 2.75x12 xience xpedition was implanted in the proximal circumflex coronary artery, the 3.0x15 xience xpedition stent was implanted in the mid right coronary artery (rca) and the 2.75x15 xience xpedition was implanted in the distal rca. The patient expired at home on (B)(6) 2015. An autopsy was not performed. The death certificate listed coronary artery disease as the cause of death. No additional information was provided.